Event description:
It was reported that when the device was going through the whole cycle, it is not delivering all of the medication. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found liquid crystal display (lcd) display has bleed. Functional testing was unable to duplicate customer problem, three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. Recommend that the pumps expulsor be trimmed in order to bring the delivery into more nominal of the range. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: model num 6500.